Event description:
Abbott diabetes care (adc) received a medwatch user declaration that reported the following information: "my father is using a diabetic monitor. Abbott's libre2. The device settings do not allow a person with hearing loss to hear the warning alarm for high blood sugar because of the high frequency of the sound. It's in a pitch range that he cannot hear. It is not a problem with the volume. The alarm was screaming and he couldn't hear it at all. Device manufacturers need to create an app alarm that can be heard by those with hearing loss. The device only allows the alarm they created or one other sound native to the iphone operating system. That sound, albeit lower in pitch, is unfortunately a common one that sounds more like an incoming email and not an alarm. Please review apps by all brands for medical devices and make sure they come with alarms that can be heard by people who can't hear high frequencies (a regular occurrence of aging and/or a common disability). Thank you." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.